Event description:
It was reported that during device replacement surgery due to normal electronic replacement indicator, externalized conductor was observed on right ventricular lead. The lead was laser extracted and replaced. No further information is available at this time.